Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(6). (B)(4).

Event description:
It was reported that during an acl procedure, the anchor pulled out of the bone. A new hole was required, thus leaving the initial hole empty. No patient injury or further complications were reported.